Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 409 mg/dl with nausea and small ketones associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the alarm history indicated a replace battery alarm was emitted which led to the power loss/rebooting. Also during troubleshooting, cts advised the user to change to a new battery from a new pack and the pump powered on appropriately. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.